Manufacturer narrative:
The reported events of pocket erosion and unspecified infection were not confirmed by analysis. During analysis, failure event observed which was unrelated to the reported event. A malfunction based on analysis was found. As received, the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding anomaly. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and battery was found in normal range. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room. Upon inspection, it was noted that the device had eroded from the pocket due to the patient falling from a tractor three weeks prior. Additionally, there were signs of infection. The system was explanted. The patient was in stable condition before, during, and after the procedure.